Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and two additional pump error alarms. Customer also indicated that the pump shut off by itself but then immediately came back on.  Customer's blood glucose level at the time of the incident was 110 mg/dl. During troubleshooting, the device passed the self test. Customer declined to troubleshoot for the failed battery. The insulin pump was not replaced or returned for analysis.